Event description:
On (B)(6) 2025, it was reported that the user experienced diabetic ketoacidosis (dka) and was hospitalized. On (B)(6) 2025, the user's blood glucose (bg) levels rose above 400 mg/dl and remained elevated for over 24 hours, peaking at 600 mg/dl. The ilet pump was heavily dosing, but the user did not check for potential issues with the infusion set or supplies and did not attempt troubleshooting before calling emergency medical services (ems). The user reported feeling weak and unable to help themselves, experiencing symptoms of vomiting and blurred vision. A contact called ems, and the user was transported to the emergency room (ER) by ambulance and admitted to the hospital. The user was treated with intravenous (IV) insulin and did not experience long-term health effects. The user was released from the hospital on (B)(6) 2025 and has since reconnected to the ilet.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.